Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen, and touchscreen unresponsive issues were verified. However, based on the analysis, the alleged shutdown unexpected issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell on and the touch screen became shattered. Additionally, the pump touch screen became unresponsive, and the pump shut down unexpectedly and would no longer turn on. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.